Event description:
It was reported that the surgeon felt the broach to implant mismatch was too great.

Manufacturer narrative:
Evaluation summary: returned for review are 34 rasps stemming from 29 lots of product; it is unknown which rasps were used during the specified procedure. The potential field age of these instruments is approximately 4 to 11 years. It is unknown how many times the rasps have been used during their lifetime. A complaint history search was performed for each lot specified, and no other complaints were noted; given the potential field age with additional reports, this indicates they have been used successfully in the field. It was verified with the sales rep that the "sizing mismatch" was due to the stem having difficulty seating in the prepared canal; this scenario supports the wear of the broaches. Dull broaches would not remove as much bone, and thus the final canal would not be large enough for the respective implant, causing interference in the fit. As per the package insert, repetitive use can cause the rasp teeth to lose their keen edge and it should be ensured that the teeth are sharp. It is also instructed that instruments with dull or deformed cutting edges should not be used. Evaluation: the raps exhibit worn and damaged teeth, with many knicks and dents. The reason for the size mismatch is from normal and expected wear of the cutting edges of the broaches. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.